Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an ablation procedure using a thermocool® smarttouch® uni-directional navigation catheter, a pericardial effusion was diagnosed. Upon request, additional information was received stating that the patient had to be treated for persistent atrial fibrillation. A steampop was heard during the ablation. A perforation at the ridge of the left atrium was noticed approximately 4 hours post procedure. A thoracotomy with surgical intervention to close the perforation was performed. The patient required extended hospitalization because of the adverse event.